Event description:
It was reported that the safety cap fell off the bd venflon¿ pro safety peripheral safety IV catheter and the user punctured their finger on the dirty needle. The following information was provided by the initial reporter, translated from polish: "during the insertion of a venflon-type venipuncture using a safety cannula, after inserting the cannula into the vein and withdrawing the mandril, the safety cap fell off spontaneously, leading to a puncture to the finger of the person performing the procedure."

Manufacturer narrative:
Correction: h5: imdrf annex a grid : a0510.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h10.

Event description:
It was reported that the safety cap fell off the bd venflon¿ pro safety peripheral safety IV catheter and the user punctured their finger on the dirty needle. The following information was provided by the initial reporter, translated from polish: "during the insertion of a venflon-type venipuncture using a safety cannula, after inserting the cannula into the vein and withdrawing the mandril, the safety cap fell off spontaneously, leading to a puncture to the finger of the person performing the procedure."

Event description:
It was reported that the safety cap fell off the bd venflon¿ pro safety peripheral safety IV catheter and the user punctured their finger on the dirty needle. The following information was provided by the initial reporter, translated from polish: "during the insertion of a venflon-type venipuncture using a safety cannula, after inserting the cannula into the vein and withdrawing the mandril, the safety cap fell off spontaneously, leading to a puncture to the finger of the person performing the procedure."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.